Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump stopped working. Customer stated the device had a blank display attempted to resolve the issue by changing the battery but anomaly persisted. Customer's blood glucose was 22.7 mmol/l, treated with manual injection. Troubleshooting was performed and anomaly persisted after, the battery compartment was cleaned and the battery was changed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.